Manufacturer narrative:
Additional information was received on (B)(6) 2011 in the form of qa results. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product was not affected by the report.

Event description:
Knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a genzyme representative on behalf of a health care professional regarding a male patient, initials unknown, who experienced knee swelling and effusion after starting synvisc. In (B)(6) 2011, the patient initiated synvisc treatment. After receiving the second injection, the patient developed knee swelling and effusion, which required knee joint aspiration (date not provided). The synovial fluid culture was negative. Two days later, the patient's knee swelling worsened and his knee was aspirated once more. The hcp reported that the fluid was "pus-like," but that there was no sign of infection. The patient required additional treatment for his symptoms in the form of intra-articular cortisone injections in his knee (date not provided). The product lot number was not reported. At the time of this report, the outcome of the patient was unknown.